Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hypoglycemia, treated the low blood glucose of 69 mg/dl by consuming a large number of gummy bears, and subsequently experienced hyperglycemia up to 300 mg/dl, which disrupted the device¿s basal algorithm performance. The user¿s educator recommended a full reset of settings and provided education on proper low treatment. Symptoms included polydipsia, confusion/disorientation and shaking/tremors associated with low glucose followed by high glucose reported. Outcomes included troubleshooting and user education without hospitalization. Investigation included a case review and user counseling on appropriate hypoglycemia treatment and the impact of overtreatment on automated insulin delivery. Investigation of this case revealed user-initiated overtreatment of hypoglycemia as the precipitating factor for the hyperglycemic excursion and transient disruption of automated basal modulation, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user behavior and carbohydrate overtreatment were the most probable causes.